Event description:
Health professional reported a lap-band explant and replacement. The pt reported ¿trouble getting satisfied.¿ the physician added saline fluid, but the pt ¿was not getting any restriction.¿ the physician performed a fluoroscopy and noted that there was no evidence of ¿any leaks¿ and the band was seen to have ¿normal orientation,¿ however there was evidence of uneven inflation. The physician stated ¿the chambers of the lap-band do inflate with contrast but only encompassing about 80% of the circumference of the lap-band.¿ during a diagnostic laparoscopy. The physician ¿unlatched the clasp¿ and the band ¿evened out.¿

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling instructs surgeons to ¿inspect the inflatable portion of the band for uneven inflation or leaks¿ prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined. Device labeling instructs surgeons to prepare the lap-band system. Preparation: ¿view the inflatable portion of the band for weaknesses, leaks or uneven inflation.¿